Event description:
As reported through the (B)(6) clinical trial, five months post transcatheter aortic valve replacement (tavr) the patient experienced a stroke. Per the clinical trial database, the device's relationship to the procedure was described as possible.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, there was no report of device malfunction. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the root cause for the stroke cannot be confirmed, the patient's comorbidities (i.e. Htn) and advanced age could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.